Event description:
Patient reported elevated blood glucose of her and her husband due to infusion set manufacturing change. Patient reported the infusion tubing "blocks" at the connection to the infusion device, and insulin does not flow through after a few hours of use. Patient reported difficulty with the infusion set dressing due to a known allergy. Patient reported her husband's blood glucose elevated to 28 mmol/l as a result. An 8 mmol/l is a "stable" blood glucose for husband. He has experienced retinopathy as a result of this and requires laser treatment to save eyesight. Patient also reported the infusion tubing is not clear and it is difficult to see air bubbles and insulin while priming. Air bubbles and blockages are occurring at the infusion set connection to the infusion device, near the adapter. The patient did not require treatment from a health care professional or second party to address the issue. Infusion sets were replaced and requested for evaluation. No additional information was available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.